Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses u-500 insulin in their cartridges. Blood glucose levels ranged between 204-315mg/dl. The past occlusion alarms were resolved by performing supply changes. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed after the system check. Tandem technical support educated the customer in possible causes of occlusion alarms (kinked cannula, damaged cartridge, tubing issue, and contraindicated insulin).